Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that during a case, automatic ventilation stopped and the machine alarmed for 'vent fail'. The case was completed using manual ventilation and there was no patient injury reported.

Manufacturer narrative:
The log file investigation revealed that the device was powered on at around 2:00 pm on the respective date; the consecutive self-test was passed without deviations. The concerned procedure was started at 2:32 pm and went stable and unremarkable until 5:45 pm. At this point in time the reported gas delivery + ventilator fail alarm was given. The subsequent error code signature points to a problem with the cpu board that controls the device-internal communication of the subsystems. The device is designed to shut-down automatic ventilation and alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available which allowed the user in the particular case to finish the procedure without consequences to the patient. The concerned cpu board was not returned to manufacturer so far. Thus, it cannot be divided if a hardware error onboard this pcb has occurred or if - for example, an emc disturbance beyond the immunity barriers of the device has caused the problem. The workstation was developed in compliance to the requirements of iec 60601-1-2. If the part will be received at a later date and new information can be obtained from its evaluation, a follow-up report will be provided.

Event description:
Please see initial-report.